Event description:
It was reported the camera head had a loose coupler. The reported malfunction occurred during a therapeutic laparoscopic cholecystectomy at the beginning of the procedure. The procedure was completed using a similar device. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9. The device was not returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had a loose coupler. The reported malfunction occurred during a therapeutic laparoscopic cholecystectomy at the beginning of the procedure. The procedure was completed using a similar device. There were no reports of patient injury or medical intervention associated with this event.